Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: one of the force sensor pins was found to be cracked. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: one of the force sensor pins was found to be cracked. A review of the pump history indicated that loss of cartridge detection occurred which could not be duplicated during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall number - 2531779-03/24/2010-003-r.